Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as skin breakdown under the round electrodes. There was no alleged device malfunction contributing to the rash. The patient's physician prescribed a medication for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.